Manufacturer narrative:
The insulin pump was received with act button unresponsive due to corroded keypad traces. No button error alarm noted. Time advances properly. No frozen screen noted. Unable to verify failed battery test or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. No blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked battery tube threads, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and button error. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. The customer reported the failed battery alarm and upon removing the battery and reinserting the customer received the button error alarm. The customer states the keypad is not responding. The customer performed troubleshooting and observes the time clock does not advance. The customer was advised the insulin pump will need to be replaced and returned for analysis.